Event description:
It was reported that the patient was unconscious and asystolic and was taken to the emergency room. The pulse generator exhibited loss of capture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.